Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery occurred on (B)(6) 2011. The revision surgery occurred as a result of a metal allergy to cobalt. The original arc stem was revised to a k1 stem, the 32mm liner was replaced with a new one of the same size, and the ceramic head was also revised.

Manufacturer narrative:
The device was returned and a physical investigation was then performed. In the device evaluation summary dated (B)(4) 2014, it's explained: there were three separate components available for examination: the explanted arc modular femoral stem, the arc modular femoral neck, and the alumina ceramic femoral head. All three components were generally intact, with no apparent mechanical fractures. The proximal conical tapered portion of the cobalt chrome modular neck appeared largely pristine with minimal surface staining and no fretting or corrosive damage. The distal tapered neck-stem junction had extensive black staining of the flat and clinical tapered surfaces. These deposits are consistent with abrasion and material transfer from the mating surfaces of the titanium alloy stem. The medial/varus tapered conical surface of the neck had significant black staining, surface damage and fretting corrosion, with the most extensive surface damage located near the proximal end of the neck-stem junction. The plasma sprayed coasting also showed some mechanical damage likely secondary to removal of the device during the revision surgery. There was also some staining of the proximal end near the neck modular junction cavity (tapered bore). The alumina ceramic head is intact and largely undamaged with the exception of patchy black staining of the outer surface. The complaint made no indication of omni product being related to malfunction or deficiency. Review of the manufacturing and sterilization documentation revealed no deviations.